Manufacturer narrative:
The device was returned for further investigation, there does not appear to be a device failure. Review of the information provided by the hospital, suggests the placement of the catheter was too deep within the atrium resulting in vascular damage/perforation. Vascular perforation is an inherent risk of any catheter placement. Incorrect insertion can cause damage to the vessels and anatomical structures.

Event description:
On (B)(6) 2023, a female patient with a history of rsv and ards, was cannulated with a 15fr crescent ra using an open surgical cut-down technique. Tee was used for placement confirmation. It was reported that the "tip of catheter was hubbed up on the back of the atrial wall" and the catheter was placed "too deep and thus a lot of recirculation". The patient was reported as sedated and paralyzed with positional changes per hospital policy and well-coordinated. On approximately (B)(6) 2023, the patient "arrested and coded" four times over 2 days. On (B)(6) 2023, the patient underwent open heart surgery and a ra perforation was confirmed. It was reported the pericardial sac was filled with blood. The perforation was sutured and ECMO was discontinued. Patient is reported as alive and weaned off all gases.